Event description:
Litigation papers allege acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum, caused severe pain, inhibited patient's ability to walk, and will likely require a revision surgery. **update** (B)(4) 12012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information and doi for the left hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update**(B)(4) 2012-sales rep reported revision surgery due to pain. There was no new information that would change the outcome of the investigation. **update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; clear yellow synovial fluid; small pseudotumor; evidence of corrosion with blackened tissue at the taper neck junction. The adapter sleeve and femoral head were added to the complaint.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum, caused severe pain, inhibited patient's ability to walk, and will likely require a revision surgery. Doi: (B)(6) 2006 - dor: no revision reported at this time. (Left side). Patient is a resident of unknown. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information and doi for the left hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Doi: (B)(6) 2006 (left). Update: (B)(6) 2012 - sales rep reported revision surgery due to pain. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2012. Update: medical records received (B)(6) 2013. Revision operative report indicates the following: pain; clear yellow synovial fluid; small pseudotumor; evidence of corrosion with blackened tissue at the taper neck junction. The adapter sleeve and femoral stem were added to the complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.